Event description:
The product is a heating pad that is designed to drape over the shoulders and neck of the user. The complainant is an (B)(6) woman of very small stature. She sat upright on a couch watching tv while using the heating pad as it was designed to be used. She dozed off briefly, but stayed upright. She awoke to burning sensations behind her neck. After removing the heating pad she discovered severe burns and blisters along her lower neck and upper shoulders (pictures available). The complainant went to her doctor who prescribed sulfadiazine cream which is used to prevent infections in patients with "serious burns". Doctors also prescribed the antibiotic, amox. Two months later, the scars are still obvious and may be permanent. The product was about 6 months old and had been used only a few times, and never misused or abused. The complainant's handling of the product was consistent with the instructions in the manufacturer's manual as well as is typical for the use of any heating pad. This product can cause serious burns with normal use. It is also a likely fire hazard. (B)(6). Purchase date: (B)(6) 2015. (B)(4).